Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated MDR: 1018233-2013-00233.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,recurrent urinary tract infection, cystocele - vaginal itching, vaginal bleeding, recurrent bladder infections, dysuria, hematuria, painful urination, hydronephrosis, dyspareunia, chronic urge and dysfunctional voiding symptoms, focal tender subvaginal mass of synthetic graft material. In-office cystoscopy on (B)(6) 2009 was normal. CT pelvis on (B)(6) 2010 was consistent with mild bilateral hydronephrosis versus small parapelvic cyst bilaterally, single diverticulum of the sigmoid colon is noted. Cystoscopy on (B)(6) 2010 was normal however patient continues to have a tender mesh shelf on the right side. Urodynamics on (B)(6) 2010 some degree of anatomic outlet obstruction with large post void residual. Scheduled for revision surgery on (B)(6) 2010. Underwent cystoscopy, trocar suprapubic cystostomy tube placement with drainage, vaginal urethrolysis with removal of old sling. Yes following mesh revision surgery the patient presented with complications that required additional surgery. There was a worsening of her previously placed avaulta mesh, eroded high in the upper vagina on the left side. With conservative management, this failed to heal spontaneously. Underwent excision of exposed mesh with flap vaginoplasty and excision of left labial cyst specimen, fragment of exposed mesh with encasing connected tissue, left labial cyst removal.